Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a dirty, cracked, and chipped objective lens causing a cloudy image. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11.

Event description:
No additional information received from the customer.